Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2024). Device not returned.

Event description:
It was reported that six months post port placement procedure, the catheter allegedly ruptured. It was further reported that broken catheter migrated to right pulmonary artery. Reportedly, the broken catheter was removed using surgical intervention. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a bardport MRI implantable port attached to a catheter segment and a cath-lock loaded with a catheter segment. Therefore the investigation is confirmed for the reported fracture and material separation issue. However the investigation is inconclusive for the reported migration issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 03/2024), g3, h6 (device, method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months post port placement procedure, the catheter allegedly ruptured. It was further reported that broken catheter migrated to right pulmonary artery. Reportedly, the broken catheter was removed using surgical intervention by puncturing the femoral vein. Patient was reported to be 50 years old female diagnosed with breast cancer. The current status of the patient is reported to be stable.